Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unintended rate change of heparin. Per report, the rate changed from 17.7 units/hr to 27.7 units/hr. The issue began on (B)(6) 2025 at 0946. There was no information on patient harm. Additional information provided: per report, the customer states that they do not feel this was a pump error but a possible change of rate by the clinician.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported automatic swapping between the programmed rate of 17.7 u/h and 27.7 u/h is being attributed due to user error. The facility reported that the programming of the pump module (heparin, 25000 units in 250 ml) at a dose of 18 u/h was automatically changed to 27.7 u/h. No devices were returned for this investigation; therefore, an external and internal inspection were unable to be performed. On (B)(6) 2025 at 9:45 am, the unit was selected, the user programmed a ¿guardrails drugs¿ infusion of heparin 25000 units in 250 ml (drugid 652). With a dose of 18 units/kg/h, vtbi of 150 ml, patient weight of 153.6 kg, resulting in a calculated rate of 27.648 ml/h. At 3:11 pm the infusion was completed. The alaris system user manual v12.3.2 states on summary of warnings and cautions the next statements: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported automatic swapping between the programmed rate of 17.7 units/h and 27.7 units/h is being attributed due to user error. The facility reported that the programming of the pump module (heparin, 25000 units in 250 ml) at a dose of 18 units/h was automatically changed to 27.7 units/h. However, the log review confirmed this was a weight-based heparin dose. The pcu multiplied the programmed dose by the patient weight resulting in a calculated rate of 27.7 ml/h and not 27.7 units/h as reported by the facility. No laboratory testing could be performed since no devices were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unintended rate change of heparin. Per report, the rate changed from 17.7 units/hr to 27.7 units/hr. The issue began on (B)(6) 2025 at 0946. There was no information on patient harm. Additional information provided: per report, the customer states that they do not feel this was a pump error but a possible change of rate by the clinician.